Event description:
It was reported that for approximately the past year, this implantable cardioverter defibrillator (ICD) has been exhibiting high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) was consulted and provided troubleshooting options. At this time, the device system remains in service. No adverse patient effects were reported.